Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 05/15/2016 to report that the patient experienced a severe skin reaction to the sensor patch adhesive on (B)(6) 2016. The sensor was inserted into the buttocks on (B)(6) 2016. Patient's mother stated that the skin appeared as if it had been burned, like a carpet burn, but in the shape of the sensor patch. Patient's mother treated the affected area with hydrocortisone cream and a healing balm. On (B)(6) 2016, the patient's endocrinologist recommended keeping the area clean and dry, to continue using the healing balm and to also use a barrier between the sensor patch and the patient's skin. At the time of contact, the patient was stable. No additional event or patient information was not provided.